Event description:
A report was received that a pt had a pocket revision due to irritation at the pocket site. The pt was in an accident and the ipg moved to an uncomfortable location. The physician relocated the ipg to a more comfortable location. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.